Event description:
The following information is from an article published in catheterization and cardiovascular interventions titled ?transcatheter closure of aortic sinus to left atrial fistula caused by erosion of amplatzer septal occluder?: the 28mm amplatzer septal occluder (aso) was implanted under fluoroscopic and intracardiac echocardiographic (ice) guidance. Post-procedure, ice revealed excellent device position with no residual leak and the patient made an uneventful recovery. At six (6) week follow-up, ice revealed regression of the right ventricular dilation with appropriate position of the aortic and other margins of the device. At one (1) year follow-up, a new murmur was detected. Transesophageal echocardiography confirmed the presences of a communication from the noncoronary aortic sinus to the left atrium (la). Two-years post-implant, a 4mm aso was implanted in the fistula. Further angiography confirmed the device was in position with closure of the leak. Two (2) months post-implant of the second device, echocardiography confirmed satisfactory placement of both aso devices. Imaging has been requested as well as if any additional intervention was required. All dates have been estimated.

Manufacturer narrative:
Other: remains implanted

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.